Event description:
It was reported that during use with 5 bd vacutainer® 9nc 0.129m plus blood collection tubes the tubes were underfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: the product expires 04/23. It happened several times that tubes did not fill completely although they were supposed to have a minimum filling quantity. Even when blood is filled into the tube via a central venous catheter, it does not fill completely.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes; d9: returned to manufacturer on: 2023-04-27. H.6. Investigation summary: bd received 55 samples from the customer in support of this complaint. 20 returned and 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm customers¿ indicated failure mode based on the returned and retained sample's test results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with 5 bd vacutainer® 9nc 0.129m plus blood collection tubes the tubes were underfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: the product expires 04/23. It happened several times that tubes did not fill completely although they were supposed to have a minimum filling quantity. Even when blood is filled into the tube via a central venous catheter, it does not fill completely.